Event description:
The tech alleged the brake casters do not hold. No pt impact.

Manufacturer narrative:
The tech replaced the main brake bearings, brake caster supports and the right foot brake caster to resolve the issue.